Manufacturer narrative:
Please note that the "date received by manufacturing" was provided incorrectly in the initial medwatch sent. The section was updated appropriately to (B)(6) 2016. No other corrections are needed at this time.

Manufacturer narrative:
Please note that the gender of the patient is unknown. Please note that the event date and implant date are unknown. (B)(4) complaint conclusion: a report was received that the stent of a 7fr 80cm 14 x 40mm biliary stent deployment system (sds) did not deploy correctly in a patient¿s vein. The event was treated with the placement of another stent to fully cover the lesion with no reported patient injury. Attempts to obtain additional information about the patient, vessel characteristics or procedural details have been unsuccessful. The product was not returned for analysis. A review of the manufacturing records could not be conducted without a lot number. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. The product instructions for use (IFU) states that this product is indicated for the palliation of malignant neoplasms of the biliary tree. The safety and effectiveness of this device for use in the vascular system have not been established. Based on the information available for review, there are vessel characteristics and procedural factors (use of biliary device in patient¿s venous system) that may have contributed to the reported event. Without a lot number to conduct a device history record review, it is not possible to determine if the reported event was related to the manufacturing process. Therefore no corrective actions will be taken at this time.

Event description:
As reported by the sales rep, while at the hospital, the doctor informed the sales rep that he had a smart stent that did not deploy correctly. He had to deploy a second one to get the proper result. Also the product was not saved and will not be sent back. He said no harm was caused to patient. The stent was deployed in a vein and fixed by a second stent. He believe it was a product error. He did not have anymore info.